Event description:
On (B)(6) 2013, we have been informed about an incident with ECG electrodes at the heart surgery department in (B)(6). The complaint reported that several patients had allergic reactions to the electrodes but eventually did not provided any further information beyond the following incident. A 24 hour monitoring procedure was performed with philips telemetry system. The body type of the patient was described as normal and caucasian. The medical history was described as no allergies or other diseases. No information was provided to the skin preparation. During the daily change it was discovered that the patient had developed skin reactions: "redness and vesicles" under the electrodes. The skin reaction was treated with cortisone cream.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(6). Retained samples of the same lot were inspected visually, mechanically and for their ph. In addition, two electrodes was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. As no further information was provided despite repeated requests no further investigation could be conducted. No conclusion regarding the cause of the allergic reactions can be drawn.